Event description:
Customer reported unexpected (B)(6) reactions when testing a sample with capture-r ready screen (crrs) 3 on the echo. The patient had a known (B)(6). Customer re-tested the sample with the new lot of crrs 3 strips and received a (B)(6) reaction.

Manufacturer narrative:
Review of images show the buttons in question for well 2 have ragged edges and slight adherence around the button in the well which resulted as (B)(6), the testing that gave a (B)(6) result has a very ragged button and adherence. Visually they do not appear to have well formed buttons as wells 1 and 3. Positive control is 4+ with no remaining button and adherence throughout the well. The images for well 2 appear visually (B)(6) though called (B)(6) by the echo. (B)(4).